Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had pain at the ins site. Patient turned the stimulation off and the pain did not resolve but had a return of symptoms and was not able to urinate and had to be catheterized and was told if she continued to have pain she would have to be catheterized to urinate so they had to turn stimulation back on. Patient further stated that the issue seems to have resolved. Patient further reported that the ins was gradually moving at the implant site. Caller states the ins seems to be moving within the pocket of the ins implant site. Caller states it feels like it is trying to poke out and that it may be veridical now instead of horizontal. No fall or trauma was related to this and the patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.